Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc)filter. Per in the medical records, the patient has a history of deep venous thrombosis (dvt) and unspecified abdominal pain. The indication for the filter placement procedure was an intraluminal thrombus (ilt). The filter was deployed within the immediate infrarenal ivc with no apparent complications. Findings via an inferior vena cavagram during the implant procedure, indicated a filling defect in the low inferior vena cava consistent with caval thrombus also shown on a recent computerized tomography (CT) scan. The device subsequently tilted and perforated the vena cava. As result of these failures, the patient has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. Per the patient profile form (ppf), the device was embedded in the wall of the inferior vena cava (ivc) and was unable to be retrieved. Two months and twelve days post implantation the patient underwent an unsuccessful percutaneous removal attempt. The patient also reports to be suffering from stress and anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. (B)(4).

Event description:
As reported by the legal department, the patient underwent placement of an optease filter. The device subsequently tilted and perforated the vena cava. As result of these failures, the patient has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. Additional information received per the patient profile form (ppf) indicates that the device was embedded in the wall of the inferior vena cava (ivc) and was unable to be retrieved. Two months and twelve days post implantation the patient underwent an unsuccessful percutaneous removal attempt. The patient also reports to be suffering from stress and anxiety. According to the information received in the medical records, the patient has a history of deep venous thrombosis (dvt) and unspecified abdominal pain. The indication for the filter placement procedure was an intraluminal thrombus (ilt). The filter was deployed within the immediate infrarenal ivc with no apparent complications. Findings via an inferior vena cavagram during the implant procedure, indicated a filling defect in the low inferior vena cava consistent with caval thrombus also shown on a recent computerized tomography (CT) scan.